Event description:
On (B)(6) 2018, osteomed was notified of an adverse event related to the fps lapidus plate and fps 2.7mm screws. Per the information received, the physician removed the fps lapidus plate and broken 2.7mm screws from patient. No reported issues other than broken screws. The company representative was not present at the time of the removal. The exact part numbers of the implants associated with this incident are unknown. No additional information received.

Manufacturer narrative:
The fps lapidus plate was determined not to be defective. The part number of the plate is unknown. No osteomed representative was present at either the implant or explant. No x-rays, photos, or the plate was provided. The plate was explanted along with an unknown quantity of 2.7mm screws. An unknown number of the screws broke at some point in the seven years since they had been implanted. There was no issue tied to the plate, other than its relationship to the screws. There was no lot number provided. Therefore, no review of the DHR was possible. This plate is a part of the foot plating system (fps). A review of the fmea and labeling was not applicable, as there was no reported failure associated with the plate.